Manufacturer narrative:
10/28/96 - supplemental report #1 submited to FDA by mfg. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was applied during a thoracoscopic bullectomy procedure. Reportedly, the instrument did not fire properly. The surgeon resected the staple line with another device.